Event description:
It was reported that during an ileostomy closure procedure, the first gun was fired and the seefiring knob broke off. The second gun was fired and the firing knob stopped half way. The staple height was set on blue. The procedure was delayed by 20 minutes. The surgeon had to complete the procedure by hand sewing closure. Patient outcome was satisfactory.

Manufacturer narrative:
Device b. Result: incomplete/interrupted cycle. Additional questions answered: was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Yes. Was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? Yes. Was the rep present for this case? No. On which firing(s) did this event occur? 1st and 2nd. Was the cartridge loaded with the retaining cap on? Yes. Was there an attempt to load the cartridge proximal end first (like en endocutter)? No. Did anyone move the firing knob to the left or right after loading the device but before firing? No. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)?no. Was there any difficulty removing the device from the tissue?no. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)?malformed. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)?regular. Was a leak test completed? Yes. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression?yes. If the device locked out, did it lock out on tissue or prior to use on tissue? Locked out on tissue. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show? Was the firing to close an ostomy? If so, which firing yes. Is a pathology specimen and/or report available? I presume so. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) No. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? Dont know. How long has the surgeon been using this device for this procedure? 1 year. What predicate device was used by the surgeon? Suture. Was there a recent conversion to ees devices in this account or with this surgeon? Yes. Two devices were returned for analysis. Device (a) was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with two reloads present. The reload was returned with the proximal 62 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. Due to the condition of the device, no functional test could be performed with it. Device (b) was received in good visual conditions and with a cartridge reload loaded in the device. The cartridge reload had the proximal 28 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.